Manufacturer narrative:
(B)(4). The manufacturing records were reviewed. There were no non conformances with respect to the final product release process. Associated nonconformity reports or deviations found that there were two deviations with respect to the production order. Both deviations were not related to the described complaint and they had no impact on product quality. The complaint related associated test is the cosmetic inspection performed at final inspection. The in-line optical inspection data showed that the lens was within power specification; and the lens met specified cosmetic requirements. Results of environmental control indicated limit excursions were found. There was no impact on the product due to excursions in the environmental report. Historical review revealed that no other complaints for this order were received to date. During the manufacturing record review of the production order for this serial number, no non conformances or assignable cause was identified. The documentation showed that the production order was manufactured according to specifications. The lens met specification prior to release. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was initially reported that there was a small (web-like) piece of plastic attached on the outer edge of the distance zone and over to the haptic. The surgeon had to cut the plastic/weblike piece in order for it to free the haptic to go into place. In follow-up, it was reported that lens is still implanted in the patient¿s left eye. Strand of plastic with one end plastered to edge of central 2 mm tethering one haptic preventing unfolding. Had to cut with microsurgical technology (mst) scissors and then peel it off bi-manually and was able to center well after that, one week post-operatively visit is pending. Reportedly, patient outcome indicated that there was no significantly interfere with regular activities. No further information was provided.

Manufacturer narrative:
Explant date: not applicable; lens remains implanted in the patient's left eye. All pertinent information available to abbott medical optics has been submitted.